Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance during follow up. During the lead revision testing with the pacing system analyzer (psa), this lead exhibited high thresholds and low pacing impedance measurements. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.